Event description:
Observed biased tsh results with quality control fluids. The magnitude and direction of the bias may lead to inappropriate physician action. There was no report of patient harm as a result of this event.